Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the increase button on the motor drive unit needed to be held in place to allow the unit to activate the handpiece. The case was successfully completed with the same device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 01/14/2009. Insufficient drive of disposable. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.